Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had two low flows this morning appearing on the monitor but not on the system controller. Log files were sent for review, and the data contained 2 low flow hazard events on (B)(6) 2025. There did not appear to be any type of external mechanical circulatory support equipment issues causing these events based on the data.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of alarms not appearing on the system controller was unable to be confirmed. Log files were submitted for evaluation and relevant data from 01mar2025 ¿ 28mar2025 was reviewed. All of the captured data appeared to show the system controller operating as intended. On (B)(6) 2025 at 07:53:07 and 07:53:11, low flow hazard alarms were active due to the flow falling below the low flow threshold. The low flow alarms have been addressed under the pump investigation. The heartmate ii system controller (serial number unknown) was not returned for analysis. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The root cause for the reported event was unable to be conclusively determined through this analysis. Device history records could not be reviewed due to the serial number of the system controller being unknown. Heartmate ii instructions for use (rev. C) section 7-¿alarms and troubleshooting¿ and heartmate ii patient handbook (rev. C) section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot low flow alarms. Heartmate ii instructions for use (rev. C) section b-¿technical specifications¿ explains that the correct audio level specification for controller advisory and hazard alarms is ~85 db. The heartmate ii patient handbook (rev. C, section titled ¿emergency contact list¿) cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.